Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported noise issue could not be conclusively determined. (B)(4).

Event description:
During remote follow-up, noise was noted. Lead damage were suspected; however, no damage was confirmed. No further intervention was performed, the patient will be closely monitored. The patient is in stable condition.